Manufacturer narrative:
This report is being submitted to provide correction to the initial report. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. A chip was found on the bending section cover adhesive. In addition the adhesive around the objective lens peeling off due to deterioration/breakage of the adhesive, other evaluation findings are as follows: water tightness was lost due to a dent on the distal end; the image had white dots due to damage on the charged coupled device; and the video connector was cracked. Lastly, scratches were found on the following parts: the distal end, the video connector case, the video connector, the light guide cover glass, the light guide connector, the universal cord, the angulation lever, the right/left lever, the right/left plate, the upward/downward plate, the grip, the switch, the control unit, and the forceps elevator lever. The subject device was returned to olympus for device evaluation and the result of the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, the investigation presumes that the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus on (B)(6) 2023 that the endoeye flex deflectable videoscope's rubber bond was chipped, and it was not reportable. There was no report of patient harm. The device was returned, evaluated, and the adhesive part of the objective lens was found to be peeled off. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. The new aware date for the reportable malfunction is 31 may, 2023.